Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg site was rubbing against their belt line and became uncomfortable over time. As a result, the patient underwent a surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced to a new pocket site, resolving the issue.